Manufacturer narrative:
A complete lead was returned on one piece for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture was noted on the patient's left ventricular (lv) lead. The fluoroscopy confirmed the lead dislodgement. The lead tip was noted in the pocket. The lead was explanted and replaced. The patient was stable.